Event description:
It was reported that the patient had inadequate stimulation due to having high impedances on the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred six (6) months ago the date the manufacturer became aware of the event.